Event description:
A customer reported a high readings issue with the adc device. The customer reported a sensor reading of 85 mg/dl compared to the reader's built-in meter result of 50 mg/dl, while the customer was experiencing symptoms of and feeling ill. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer treated with glucose injection, then was transferred to hospital where they were treated with g10 glucose infusion and hospitalized overnight. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc device. The customer reported a sensor reading of 85 mg/dl compared to the reader's built-in meter result of 50 mg/dl, while the customer was experiencing symptoms of and feeling ill. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer treated with glucose injection, then was transferred to hospital where they were treated with g10 glucose infusion and hospitalized overnight. There was no report of death or permanent injury associated with this event.